Manufacturer narrative:
H.6. Investigation: a 30842e-0006, sample was not returned for investigation, however two empty packages from lot 20075211, and a note were received to assist the investigation. The note received with the sample suggests the customer experienced occlusion. A review of the production records for lot 20075211, did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text : see h.10.

Event description:
It was reported that pca smbore ss cv was clogged and leaking. This occurred on 2 occasions. The following information was provided by the initial reporter: a detailed description will be confirmed by the customer shortly. Various scenarios occurred. Customer is suggesting there are a few different scenarios occurring with the smartsites either not flushing otherwise leaking. One smartsite seems oval shaped.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 20076632. This does not match the catalog number provided. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pca smbore ss cv was clogged and leaking. This occurred on 2 occasions. The following information was provided by the initial reporter: a detailed description will be confirmed by the customer shortly. Various scenarios occurred. Customer is suggesting there are a few different scenarios occurring with the smartsites either not flushing otherwise leaking. One smartsite seems oval shaped.